Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d4. Lot number and serial number.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). Moreover, it was noted that this device power consumption was at 100 microwatts. A request was made to have data from this device analyzed. Data analysis has confirmed pbd, and that this device power consumption has been increasing during the past year. A device replacement was recommended or have the device battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Correction to field d4. Lot number and serial number. Correction to field d6a. Implant date and e. Initial reporter.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). Moreover, it was noted that this device power consumption was at 100 microwatts. A request was made to have data from this device analyzed. Data analysis has confirmed pbd, and that this device power consumption has been increasing during the past year. A device replacement was recommended or have the device battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). Moreover, it was noted that this device power consumption was at 100 microwatts. A request was made to have data from this device analyzed. Data analysis has confirmed pbd, and that this device power consumption has been increasing during the past year. A device replacement was recommended or have the device battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). Moreover, it was noted that this device power consumption was at 100 microwatts. A request was made to have data from this device analyzed. Data analysis has confirmed pbd, and that this device power consumption has been increasing during the past year. A device replacement was recommended or have the device battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field d4. Lot number and serial number. Correction to field d6a. Implant date and e. Initial reporter.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). Moreover, it was noted that this device power consumption was at 100 microwatts. A request was made to have data from this device analyzed. Data analysis has confirmed pbd, and that this device power consumption has been increasing during the past year. A device replacement was recommended or have the device battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.